Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a pediatric laparoscopic abdominal procedure, both device made a strange noise, and there is some problem inserting the obturator into the sleeve. Another device was used to resolve the issue in order to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the circular seal was cut. The trocar, cannula, duckbill seal and radially expandable sleeve appeared intact. A functional evaluation found that the devices passed an air leak test. The cannula was inserted into the radially expandable sleeve and was removed cleanly without restriction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of cut circular seal that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.